Event description:
The manufacturer received a call from a patient, stating a burnt smell occurred from the device. There was no reported health damage to the patient. Upon inspection by our engineer, burn damage was confirmed on a portion of the circuit board. The device has been requested to be returned to pil for further evaluation but has not been received at this time.

Manufacturer narrative:
The manufacturer previously reported receiving a call from a patient, stating a burnt smell occurred from the device. The device has not yet been returned to the manufacturer for evaluation. The device was requested for return; however, it has not been received. A final report is being submitted. If new information becomes available a supplemental report will be completed.